Event description:
The pt was implanted with a synchromed pump and catheter in 2000 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt experienced return of pain and noted the pump alarm was sounding. The pt underwent a fluoroscopic pump rotor study, which revealed the pump rotor was not turning. The pt underwent explantation of the pump and implantation of another synchromed pump in 2000. The pump has not been returned to the MFR for analysis.